Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and self test. Pump received with broken retainer ring. Unable to perform displacement test, occlusion test due to broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: cracked battery tube threads, scratched case, missing reservoir tube o-ring, partially broken retainer, cracked case on battery tube side and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked belt clip railing. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.